Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. A 10.0 x40 75cm gladiator¿ balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine.